Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 78" message. Complainant that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.